Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc) and several struts had perforated the aorta and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc, aorta and duodenum; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having propagating deep vein thrombosis (dvt) in spite of therapeutic anticoagulation. During implantation of the filter via the right femoral vein, the double helical filter was manipulated with the apex at the level of the renal vein and it deployed nicely. The patient was transferred to the recovery room in stable condition having seemingly tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about twelve years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, perforation of filter struts into organs, and a tilted filter. The patient states to live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient states to live with the fear that their filter has tilted within their vena cava and perforated inside and outside of it. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was propagating deep vein thrombosis (dvt) in spite of therapeutic anticoagulation. During implantation, the double helical filter was manipulated with the apex at the level of the renal vein and it deployed nicely. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. Per the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, and a tilted filter. The patient also reports anxiety and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections b5, b7, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: according to the information received via phase 2 discovery form, the patient received an ivc filter due to recurrent dvt with thrombophlebitis after and lower extremity fracture. The patient also reports to have 6-prong perforation with the prongs perforating the duodenum and aorta. In addition, damages will not be limited to, but currently include, physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, past and future medical bills, and other related medical treatment costs. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was propagating deep vein thrombosis (dvt) despite therapeutic anticoagulation with lower extremity fracture. During implant, the double helical filter was manipulated with the apex at the level of the renal vein and it deployed nicely. The patient had a CT scan which revealed the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. Per the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, and a tilted filter. The patient also reports to have 6-prong perforation with the prongs perforating the duodenum and aorta. The patient also reports pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.